Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer had blood glucose level of 444 mg/dl. The customer's blood glucose level at the time of hospitalization was 206 mg/dl. Customer was treated with insulin drip. It was unknown whether the customer was using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.